Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, the customer experienced an elevated blood glucose (bg) level of 542-543 mg/dl. Cause was not known. Reportedly, control-iq technology was turned off. Customer delivered a bolus via pump to address bg level. A system check was performed. And no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula or the insulin in use at the time of event.